Event description:
The customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during drain 3/4. The home patient (hp) intentionally disconnected in the dwell cycle and reconnected. No patient injury or medical intervention was reported at the time of the initial report. The sample was discarded and lot number was unknown. Product surveillance contacted the pd nurse who stated that she was not aware of the reported system error 2240 alarm. The pd nurse stated that she had spoken with the family (B)(6) and they hadn't mentioned anything to her. She stated the hp is doing well and resuming therapy without any complication. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). A labeling reivew was performed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).